Event description:
It was reported the pt experienced a loss of therapeutic effect. The pt was not able to adjust the stimulation. Only the nine volt battery indicator was lit up on the pt programmer; the ins indicator was not lighting. Add'l info has been requested but was not available on the date of this report.